Event description:
Had mesh plug hernia repair 24 months before. Had progressive, disabling groin and testicular pain. At time of explantation, pt had significant spermatic cord vascular compression and erosion of vas deferens by shrunken mesh, as well as ilio-inguinal and genito-femoral nerve entrapment by mesh.